Event description:
Maude event report received reporting the following: "volun 01-feb-2012: on (B)(6) 2010, pt had an elective cath/pci with stent placement, 80% stenosis in mid distal lad and a 70% stenosis just after take off of first diagonal. A 2.75x23 xience v rx deployed across distal lesion with an additional post dilatation using the stent balloon. A 2.75x28 xience v rx positioned across more proximal lesion and deployed with an additional post dilatation with the stent balloon. Pt. Discharged in asa and plavix. Pt. Presents with chest pain on routine daily exertion, worsening (B)(6) 2011 prompting presentation to ER at 0436 (B)(6) 2011 with a non stemi. Taken to ccl (B)(6) 2011, films reveal 95% thrombotic occlusion of previously placed stents in lad. A 3.0x15 nc quantum apex mr used to dilate area with success. Pt. Discharged on asa and prasugrel."

Manufacturer narrative:
(B)(4). The 2.75x28 mm xience v is being filed under a separate medwatch report. There were no reported product deficiencies. The reported patient effects of angina, myocardial infarction, and thrombosis are listed in the xience v/xience nano everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Maude report (B)(4).